Event description:
Cutomer reported a change sensor and calibration error alert. The customer also reported that his sensor glucose and blood glucose readings are off. He stated that his sensor glucose was 40 mg/dl and his blood glucose was 291 mg/dl. Customer's current blood glucose was 308 mg/dl. The customer treated himself with 13.3 units of insulin with the insulin pump. Troubleshooting occurred for the sensor glucose and blood glucose differences. There was not any evidence of jagged sensor tracings. Troubleshooting also found the customer was only calibrating 2-3 times a day instead of the recommended 3-4 times. Troubleshooting also found the calibration factor was trending above the optimal level. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.